Event description:
The reporter stated that his wife had gotten the er1 message "a couple of times a while ago."he reported that she had retested and gotten a result of 400 mg/dl. He stated that she took her regular amount of insulin when she gets blood sugars that high.